Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose (bg) level. Multiple supply changes were performed resolving the occlusion alarms. System check could not be performed as the occlusions occurred in the past.